Manufacturer narrative:
It was reported that the patient experienced a controller fault alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one controller fault alarm logged on 05/18/2017 at 23:46:46 hours. The controller fault alarm was of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The manufacturer has opened an investigation with the supplier to evaluate the controller fault alarm the most likely root cause of the reported event can be attributed to a leaky diode in the aps circuit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller.

Event description:
It was reported that there was a controller fault alarm that occurred on (B)(6) 2017.  The nurse exchanged the controller without incident to the backup controller. The patient remains hospitalized post vad implant. No patient complications have been reported as a result of this event.